Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife contacted the distributor on (B)(6) 2015 to report that the patient developed a burn-like rash the size of a quarter under the rear therapy electrode pads. The patient's doctor recommended the use of gold bond powder. During a follow up on (B)(6) 2015 the patient's wife indicated that the patient ended use of the lifevest because the patient's ef improved. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.